Manufacturer narrative:
The customer returned an empty test strip vial so no evaluation could be completed. However, the alleged strip lot is from the list of affected lots included in res 80018. Due to the alleged lot being associated with the reagent cracking failure mode, it is possible that reagent cracking could have caused or contributed to the customer¿s allegation. The allegation was not able to be reproduced but the complaint is being verified based on a known issue with the alleged strip lot.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a aviva meter, within 10 minutes: hi (>600 mg/dl) and 185 mg/dl. Return of the suspect device was requested for evaluation.